Event description:
It was reported via repair work order that the foot end hydraulic jack would not lower down the litter due a disconnected release linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.